Manufacturer narrative:
The bracket was removed by the dental hygienist during orthodontic treatment to reposition the bracket to be in a better position for additional alignment. This is the first report of this nature with the carriere slx bracket.

Event description:
While removing an orthodontic bracket from the lower right central incisor, the tooth fractured in half through the pulp chamber.